Manufacturer narrative:
There was a typo in the previously submitted the report. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Imdrf codes b11, b12, and b14 have been removed.

Event description:
According to the available information, the device was fractured at the level of the pump. No other patient adverse effects were reported.

Manufacturer narrative:
Titan touch pump and cylinder 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 2. No functional abnormalities were noted with cylinder 2. The information received indicated the device had a tubing fracture, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was fractured at the level of the pump. No other patient adverse effects were reported.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was fractured at the level of the pump. No other patient adverse effects were reported.

Manufacturer narrative:
Titan touch pump and cylinder 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 2. No functional abnormalities were noted with cylinder 2. The information received indicated the device had a tubing fracture, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was fractured at the level of the pump. No other patient adverse effects were reported.